Event description:
It was reported that the silver alignate dressing was being used on a pressure ulcer located on the leg. When the dressing was removed some fibers were left behind and could not be removed.

Manufacturer narrative:
Date sent to the FDA: 06/29/2006. F-10 patient code: 2199- labeled. F-10 device code: 2203- shedding of product- not labeled. H-6 conclusion code 67: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.